Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
T was reported that the customer experienced an elevated blood glucose (bg) level of 411 (mg/dl) and later resolved. Although requested by tandem technical support, no additional information was provided on this reported event.